Event description:
Boston scientific crm received information that this pacemaker was removed and returned for an unspecified reason. This device was not a part of any advisory population. Initial analysis revealed that the device has system reset(s) and/or memory corruption (post-explant). There was less than 60 months from use by date to return date. Device data is insufficient to obtain battery status. The device was forwarded on for further detailed analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had external damage to the casing. This damage caused the accelerometer nickel plate to break and short against the vssa supply capacitor. When the vssa supply is shorted, system resets and memory corruption can occur. The damage was the result of handling.